Event description:
It was reported that the procedure was to treat the mid and proximal left circumflex (lcx) and left main (lm) coronary arteries with heavy calcification and 85% stenosis. The vessel was wired with a balance middleweight (bmw) wire and a non-abbott catheter. Intravascular lithotripsy (ivl) was performed in the ostial lesion. A diamondback 360 coronary orbital atherectomy device (oad) was used to treat the lcx and the left main artery (lm). Six low speed treatments in the lcx were performed and two low speed and four high speed treatments in the lm. The patient was hemodynamically stable. Post orbital atherectomy, a 4.0 mm nc trek neo balloon dilatation catheter (bdc) was used for post-dilation. After post-dilation, the patient experienced severe chest pain and a dissection was observed in the lm. The dissection was treated with a 4.0x8 mm xience pros stent. There was a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: a partial UDI was provided as the lot number is not known.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the delay to treatment/therapy and subsequent treatment appears to be related to the operational context of the procedure. The reported patient effects of angina and vascular dissection are listed in the coronary dilatation catheters (cdc), nc trek neo, instruction for use as known patient effects. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no product-related corrective action will be implemented in this case.